Event description:
The customer reported that the insulin pump would not complete the software download process. The customer stated that the insulin pump may not have been communicating wirelessly anymore. During troubleshooting, the customer received an error alarm. Blood glucose level at the time of the incident was 191 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. However, an alarm was noted in the history file due to a corrupted history file. The insulin pump data could not be transferred due to this anomaly. The insulin pump was programmed with a test transmitter and glucose sensor simulator. The insulin pump communicated properly with the glucose sensor simulator and the value displayed properly on the graph. The insulin pump was also programmed with a test glucose meter. The insulin pump communicated properly and the value was properly recorded. No lost sensor alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.